Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis with the stingray catheter. The stingray guidewire was inside the lumen of the catheter when received. The guidewire was protruding 88.5cm from distal port of the balloon. Microscopic examination and tactile revealed numerous kinks in the shaft. The outer diameter (od) of the guidewire was measured and within the stingray guidewire specifications. The stingray guidewire was attempted to be removed from the lumen of the stingray catheter; however, due to the damage of the inner and outer shaft of the catheter, the devices were unable to be separated. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-00904. Reportable based on device analysis completed on 03feb2016. It was reported that catheter stuck on guidewire occurred. The chronic totally occluded target lesion was located in the right coronary artery. During percutaneous coronary intervention (pci), a stingray catheter was used in conjunction with a non-bsc guidewire to help treat the target lesion. The stingray catheter was used with a stingray guidewire first. Following the removal of the stingray guidewire, then the non-bsc guidewire was advanced through the stingray catheter. The physician tried to remove the stingray catheter, however, it was noticed that the stingray catheter was stuck on non-bsc guidewire and could not be retracted. The stingray catheter and non-bsc guidewire were removed simultaneously from the vessel. Outside of the body, the physician tried to pull the non-bsc guidewire out of the stingray catheter but was not successful. Another stingray catheter was used to complete the procedure. No patient complications were reported. However, device analysis revealed that the stingray guidewire was stuck inside the stingray balloon catheter.